Manufacturer narrative:
The insulin pump was received with intermittent button response due to unlocked lcd keypad connector. There was no button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 235 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the up button was unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.